Event description:
Same case as MFR #6000089-2007-01193. It was reported as a case study on a website that post a coronary drug eluting stenting treatment procedure, a stent thrombosis, acute myocardial infarction, and st elevation on the ECG occurred. The pt underwent pci with stenting to the left anterior descending (lad) and the left circumflex (lcx) with taxus drug eluting stents in 2004. More than 2 yrs later, the pt presented with chest pain and st elevation. Angiography revealed both stents were occluded. A 6fr q4 guide catheter was used to cannulate the left system. The left anterior descending (lad) artery occlusion was crossed with a non-bsc guidewire and predilated with a 2.5x20 mm non-bsc balloon. Door to balloon time was 19 minutes. It was clear that at the exit point of the taxus stent there was a mild lesion and a thrombus within the stent. A 2.5x15 mm non-bsc stent was implanted at 13atm just beyond the original stent covering the exit lesion. Overlapping this stent, another 3x18 mm non-bsc stent was deployed at 14atm. The stent balloon was advanced to the overlapping point and further inflated to 15atm with excellent angiographic result for the lad. The left circumflex (lcx) artery occlusion was crossed with a non-bsc guidewire into the av circumflex and predilated with a 2.5x20 mm non-bsc balloon. Timi iii flow was restored in the av branch of the lcx, and there was a hint of a large second obtuse marginal that "we knew previously existed". Another non-bsc guidewire was inserted into the second obtuse marginal, and the proximal part of the branch predilated with a 2.5x20mm balloon (unknown MFR). A 3.0x23 mm non-bsc stent was deployed in the main circumflex crossing into the second marginal. The stent was deployed initially at 15atm and the proximal end of the stent was dilated to 20atm. Timi iii flow was restored in this vessel as well, and the angiographic result was excellent. The pt made a remarkable recover with resolution of both symptoms of acute myocardial infarction and st elevation on the ECG. The pt was on the recommended duration of dual antiplatelet therapy (aspirin and clopidogrel) for one year following implantation of the stents and is now on life long aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.